Event description:
It was reported when the device was used during a low anterior resection, the staples were malformed. Another device was used to complete the case. There was no patient consequence.